Event description:
It was reported that the subjected device had light not working. The event occurred during set up before the patient entered into room. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include electrical problems due electrical problems like: eletrical/electrical component; power source; loss of power. Interpoerability problems like: wired communication. Mechanical problems like stress; fatigue; mechanical shock; wear and tear. Optical problems like lightsource issues. Thermal problems like overheating. Environmental problems like dust or dirt. These causes can occur between components such as panel; circuit board; light source; bulb; led (light emitting diode); power supply; and fan without any design or manufacturing issue. That could lead to lamp issues. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.